Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "infusion line would not flow" (insufficient flow or underinfusion). A customer reported that infusion line would not flow. The chamber collapsed twice on the same pt. The infusion tubing was switched out and the case was completed. A completed questionnaire was received from the nurse. The questionnaire indicated this was a posterior case. The event happened while the surgeon was in vitrectomy mode and had just started the case. Based on the additional info received, the event may have been a soft eye, not a chamber collapse as initially reported.

Manufacturer narrative:
A sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).